Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing on both the atrial and ventricular leads. The right ventricular lead also had high thresholds. Both leads are still in use. No patient complications have been reported as a result of this event.